Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02880 and 3005099803-2009-02881 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure. Per the complainant, the same issue occurred with each of three clips. During the procedure, as soon as the nurse attempted to open the jaws with the handle, the clip deployed and fell into the colon. The physician removed the clips with forceps. The physician had no concerns about the clips remaining to pass naturally, however, it was convenient so the clips were removed. The procedure was completed with another unidentified product. There has been no report of patient complications due to this event. Post procedure the patient's status is fine.

Manufacturer narrative:
(B) (4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).